Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system continues to have identification problems after part replacements. The following information was provided by the initial reporter: the instrument continues to have identification problems even after both the lighted source cards and the normalizers are replaced.

Manufacturer narrative:
H6. Investigation summary: a failure for misidentification of results was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)) a customer reported several gram-negative mis-ID's from blood cultures. The customer reported that one isolate was identified by maldi as e. Coli but the phoenix identified the isolate as k. Pneumoniae. Another isolate was identified by maldi as proteus, but the phoenix identified the isolate as providencia. No instrument errors were identified. The root cause of the failures is unknown. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no other complaints related to this failure mode. Complaints for results are within statistical control for the month of march 2023. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system continues to have identification problems after part replacements. The following information was provided by the initial reporter: the instrument continues to have identification problems even after both the lighte source cards and the normalizers are replaced